Event description:
Pt reports experiencing severe sharp excruciating joint pain in their knees and elbow, that occurs about 1-4 times weekly. Pt reports that they had x-rays done with their pcp that did not show any major issues; pt will discuss with pah prescriber again. Pt reports experiencing lightheadedness. Md is aware. Pt also reports a pi.mp malfunction. Pt last used pump serial: (B)(6), on (B)(6) 2024 and switched to that same pump today (B)(6) 2024 after a new mix. Pt reports that the time and date is still showing as (B)(6) 2024 on this pump. Pt confirmed that they kept the batteries in the pump when it was not in use. Pt is concerned the pump may not be functioning correctly and causing infusion issues. IV remodulin pt. No additional information to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Able to troubleshoot? ¿ yes. Serial number of malfunctioning pump ¿ (B)(6). Did the reported product fault occur while in use with the pt? -no. Did the product issue cause or contribute to pt or clinical injury? ¿ no. Is the actual product available for investigation? - yes, upon return. Did we replace product? - yes. Did the pt have a backup product they, were able to switch to? ¿ yes. Reported to cvs/caremark by: patient/caregiver.